Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a delay in patients showing up issue. A technical support specialist restarted data sync service and maintenance services. Several attempts were made to the customer to assure the problem was rectified with no response or additional complaints noted. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had an issue in showing patient details. The customer reported that there was a delay in patient showing up to removed medications. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue in showing patient details. The customer reported that there was a delay in patient showing up to removed medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.